Event description:
It was reported that post coronary stenting treatment procedure, in-stent restenosis occurred. The patient had a promus element stent (size unknown) placed in the proximal circumflex artery at an unspecified time. Approximately nine months post procedure, a 90% in-stent restenosis of the promus element stent was noted. The restenosis was treated with the placement of an ion drug eluting stent. No further patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).